Event description:
Caller states the expiration date printed on the advantage test strip vial is 11/30/08. MFR reports the expiration date as 11/30/03. No adverse event reported. Requested return of suspect device and replacement was sent.